Event description:
It was reported that patient presented in clinic for routine follow up showing post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were made. Device remains implanted.